Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from her adc freestyle libre sensor which was believed to be erroneously high and a subsequent reading that was higher than a reading received on a healthcare provider's meter. She further reported that on (B)(6) 2018 she received a scan result of 170 mg/dl (with a horizontal arrow) at 8:30 am. She then ¿followed insulin protocol, without adding units¿, which resulted in a ¿9-hour loss of knowledge¿. Paramedics were called and upon arrival received a reading of 43 mg/dl on their meter which was compared to a scan result of 120 mg/dl. Customer was treated with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Customer reported receiving a reading from her adc freestyle libre sensor which was believed to be erroneously high and a subsequent reading that was higher than a reading received on a healthcare provider's meter. She further reported that on (B)(6) 2018 she received a scan result of 170 mg/dl (with a horizontal arrow) at 8:30 am. She then ¿followed insulin protocol, without adding units¿, which resulted in a ¿9-hour loss of knowledge¿. Paramedics were called and upon arrival received a reading of 43 mg/dl on their meter which was compared to a scan result of 120 mg/dl. Customer was treated with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.